Event description:
Trocar sheath fractured and broke from handle assembly during insertion. Fragmented pieces were recovered without further intervention. No fragments entered the abdominal cavity and no fragments were left in or on the pt after surgery.